Event description:
Customer reporting a suspected false positive sars result. Further investigation of customer data showed possible signs of contamination. Customer performed decontamination process of equipment used in testing. Customer communicated that after the decontamination process was performed the issue resolved.

Manufacturer narrative:
Investigation summary: review of customer data shows characteristics indicating possible contamination. After running decontamination protocol, customer communicated issue had been resolved. Root cause: unable to determine. Source: phone.